Manufacturer narrative:
Facility name: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not available, however, the photos were provided. Visual inspection observed that the cone of the access male luer lock (mll) was broken resulting in the reported leak. The reported condition was verified. The most probable cause is design related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150 set, an external fluid leak was observed due to a damaged access connector. There was no patient involvement. No additional information is available.